Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. Then, during the second visual inspection reddish material was observed inside the pebax and a holes was found. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. It was reported by the customer that midway through the procedure they were getting high force readings. Changing out the catheter cable did not resolve the issue. Changing out the thermocool® smart touch® sf bi-directional navigation catheter resolved the issue and the procedure was continued. There were no patient consequence. The customers reported issue of high force readings is not MDR reportable since there is no risk to patient due to the procedure delay. On 4/25/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no visual damage or anomalies. On 5/16/2019, during further inspection, a reddish material & a hole on the surface of pebax sleeve were found. The findings were reviewed and the issue of a ¿hole¿ on the surface of the pebax has been assessed as an MDR reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through sem analysis on 5/16/2019 and has reassessed this complaint as reportable.